Event description:
Information received indicates the valve was abandoned at implant when the hcp discovered the valve shelf life had been exceeded by two weeks. After the valve was stitched-in, packaging inspection showed product expiration date of 08/15/2006 on the surgery date of 08/31/2006. The hcp reported the product expiration date had not been checked prior to device implant. The valve was replaced during the case. Results of postoperative echo revealed a normally functioning valve with no patient complication reported.

Manufacturer narrative:
Without product return, the analysis is limited. As reported, the product was labeled with the expiration date, but the date was not checked prior to implantation. Conclusion: no patient adverse event; no reported device failure. The valve was abandoned at implant due to user error.